Event description:
The reviewed literature article included four pts that had received delta valves after shunt revision due to obstruction of medium pressure cylindrical valves.

Manufacturer narrative:
This event was identified during review of scientific literature. The article contained limited and non-specific device information. The contact author has not replied to request for add¿l info regarding the revision surgeries or devices. The article could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore evaluations of the device performances were not possible. Reviewers of the mfg records were not possible. Reviews of the mfg records were not possible as lot numbers were not provided. All of our valves are 100% tested at the time of MFR. Xenos c, sgouros s, natarajan k, walsh ar, hockley a. Influence of shunt type on ventricular volume changes in children with hydrocephalus. J neurosurg. 2003 feb; 98(2): 277-83.